Event description:
A report was received that multiple contacts of the patient's leads showed high impedances. The physician suspected lead fracture at the anchor point. The patient underwent a revision wherein the lead, clik anchor and splitter were replaced. The patient was doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Manufacturer narrative:
Visual and x-ray inspection revealed cables #1-#4, and #7 of the infinion lead were fractured at the clik anchor site, 1 cm from the set screw mark. Fractured cables are the root cause of the high impedances, and subsequent intermittent stimulation. Splitter and anchor exhibit normal device characteristics.

Event description:
A report was received that multiple contacts of the patient's leads showed high impedances. The physician suspected lead fracture at the anchor point. The patient underwent a revision wherein the lead, clik anchor and splitter were replaced. The patient was doing well after the procedure.